Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's right ventricular (rv) lead exhibited elevated defibrillation impedance. Programming changes were made. The patient was stable.